Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on august 21st, 2025, that during the novasure procedure on (B)(6) 2025, the patient experienced a bowel burn. The incident resulted in thermal damage that extended through the cornea to the bowel. Following the procedure, the patient developed abdominal pain, and the physician started the patient on antibiotics on (B)(6) 2025. The patient was evaluated in the emergency department the next day on (B)(6) 2025, imaging revealed ileitis. And on (B)(6) 2025, the patient returned to the emergency room and a new CT scan revealed abnormal findings with complex ascites, further laparoscopy confirmed thermal burns noted at bilateral cornua as well as on the small bowel overlying the left cornua. The patient required surgical intervention, including bowel resection and primary reanastomosis. The patient is currently stable and recovering.